Event description:
Acct. Reports that the septums on the injection sites on the buretrols are inverting. Rep states acct. Is using twin pak and acct. Questioned if they are using the metal end to access the septum or not. Acct. States they are not using the metal end to access the septums, they used the plastic end. Not pt. Injury reported.